Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the reported issue and the issue resolved with another blower. Root cause of failure was determined to be due to a defective moog blower unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Device evaluated by MFR: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista1000 had an alarm 401 - "inspiration valve or device leaky." Furthermore, there was no patient associated with this event.